Event description:
It was reported that during npwt utilizing a renasys touch and canister, an alarm for full occurs even though the canister is not full. The doctor switched to gauze treatment. This problem was solved by exchanging the five canisters. There was no patient harm.

Manufacturer narrative:
H3, h6: the device, was used in treatment was not returned for evaluation with all additional information provided we have not been able to establish a relationship between the device and the reported event or determine a root cause. No serial number was provided , a DHR review could not be performed. A complaint history review was performed for the product and failure mode reported, there have been further instances. Probable root causes maybe kinks, leaks in the vacuum circuit or a component failure. The IFU has been reviewed and contains comprehensive instructions on the safe operation and use of the device. The associated risk files contain details relating to harm. However, the clinical review has not established a causal link. Additional rmr is not required. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.